Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose dropped to 47 mg/dl. The patient treated with food. Troubleshooting was declined for the low blood glucose. The patient also mentioned that her sensor glucose was 47 mg/dl as well, but the threshold suspend feature did not activate and her insulin pump continued its normal delivery. Troubleshooting did not occur for the insulin pump due to key issues. No products were returned for analysis at this time.